Manufacturer narrative:
The complaint conclusion has been updated to reflect receipt of the adjudication minutes: the adjudication minutes received (B)(4) 2010 agrees with the previously reported diagnosis of an ischemic stroke. In addition, new information notes that the previously discussed occlusions of both common carotid arteries resulting in no flow to the carotid stents has been adjudicated to sub-acute in-stent thrombosis. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. In this patient's case the downstream vasculature from the implanted stents was severely diseased and caused occlusion of blood flow to the cerebral structures. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that vessel and patient factors may have contributed to the reported event. Thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent around the damaged areas. Thrombosis can cause serious post-procedural complications of stent occlusion or distal embolization, resulting in acute cerebral infarction. Acute stent thrombosis rate is reported to be approximately 0.5%. In the (B)(6) trial, stroke occurred in 5% of patients immediately or soon after balloon dilatation and stenting. Although the incidence of stroke attributable to acute stent thrombosis is unclear, a substantial proportion is assumed to be a direct result of stent thrombosis or an indirect result by distal embolization. Several factors, including mechanical plaque disruption, intimal injury, and stent thrombogenicity predispose the patient to thromboembolic events. Platelet adhesion, activation, and aggregation play main roles in mural thrombus formation. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that vessel and patient factors may have contributed to the reported event. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2009-01478 and 9616099-2009-01480.

Event description:
This study patient underwent carotid artery stent implantation and two days post index procedure experienced an ischemic stroke. This is a male patient with medical history including prior stenting of the right carotid artery, coronary artery disease, previous transient ischemic attack (tia), hypertension, and post-radiation treatment for lymphoma of the neck. This patient meets the high-risk criteria of post radiation treatment. The target lesion was right proximal to mid internal carotid artery described as mildly tortuous, eccentric with thrombus present and 70% stenotic. An angioguard was inserted, tracked, deployed and retrieved (without debris) without report of difficulties. The lesion was not pre-dilated. One precise was implanted distal to the target lesion to overlap a previously implanted stent, and a second precise was implanted at the target lesion overlapping the initial stent. No thrombus was noted post-stent deployment. Heparin was administered during the procedure. The patient left the angiography suite without neurological deficit, and was discharged the following day. Discharge medications included plavix. Two days post procedure, the patient presented with weakness, dysphagia, blurred vision, and dizziness. This was diagnosed as an ischemic stroke. An initial CT of the head was negative; however, another CT done three days after the event revealed right-sided subacute infarcts with no hemorrhage. The event was treated briefly with heparin IV therapy. A CT of the neck revealed occlusions of both common carotid arteries with no flow to the stents, severe atherosclerotic disease involving the extra-cranial cerebral vasculature, and probable severe stenosis of both subclavian arteries. The patient had a partial recovery with residual left-sided weakness and left facial weakness. According to the investigator, the event was not related to cordis products.

Manufacturer narrative:
There was no sterile lot number information available, therefore, no review of device history record could be performed. Ischemic stroke is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. In this patient's case, the downstream vasculature from the implanted stents was severely diseased and caused occlusion of blood flow to the cerebral structures. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that vessel and patient factors may have contributed to the reported event. This is one of two products involved with this adverse event in which associated manufacturer report number is 9616099-2009-01478.